Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an explant procedure. The lead exhibited impedance problem and was explanted. The patient condition was unknown.